Event description:
It was reported that during a heavily tortuous, mildly calcified, de novo, 80% stenosed, distal, right coronary artery stenting procedure, after pre-dilatation with a 3.5x15 mm balloon to 8 and to 10 atmospheres, after the xience xpedition stent was implanted successfully, as the xience xpedition stent delivery system (sds) was being removed under negative pressure through the non-abbott guide catheter, the sds became stuck inside the non-abbott guide catheter. The balance middleweight (bmw) guide wire, non-abbott guide catheter, and xience xpedition sds were removed as one unit without difficulty. Upon removal the bmw guide wire was found kinked at the tip. A new guide sheath and guide catheter was inserted to take the final angiogram pictures completing the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Difficulty removing the device through the guiding catheter post-deployment could not be tested due to the condition of the retuned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.